Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was in the emergency room (ER) due to inappropriate shocks from the right ventricular (rv) lead. The rv lead has intermittent oversensing of t-waves. A follow up with the patient¿s healthcare provider yielded that the lead continues to be monitored and remains in use. No further patient complications have been reported as a result of this event.